Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a patient vessel dissection occurred. Vascular access was obtained via the radial. The 90% stenosed, eccentric shaped, de-novo target lesion was located in the non-tortuous, non-calcified, 3mm in diameter right coronary artery (rca). The ejection fraction was 60%. A dissection was noted in the rca following wire introduction of a pt2 guide wire, and two other non-bsc guide wires. The dissection was treated with stent deployment. There were no further patient complications and the patient is listed in stable condition.